Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: partial device received. The device was returned and evaluated. Visual evaluation of the device revealed no physical anomalies identified. The footswitch was connected to a vapr generator along with a test electrode. The device was tested several times to ensure continuity of function.the foot switch was recognized by the test generator, upon operation with the electrode into a saline solution, the coag and ablate function were active; therefore, the complaint cannot be confirmed, thus a root cause for the reported event cannot be determined. A manufacturing record evaluation was performed for the finished device 1804077 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device 1804077 number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 1 report as july 27, 2019 but should have been september 13, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that the account stated that the blue pedal of the vapr 3 foot pedal was not working. This was noticed during setup. There was no patient consequences. Additional information was received via phone on 08-01-19 from the sales rep: the sales rep stated that the procedure was completed with another foot pedal with no surgical delay to the case.